Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and determined low optical test read at the time of testing. There have been no further occurrences of discrepant results since the troubleshooting by service. A 12-month review of tickets did not identify any trends for the architect i2000sr regarding the current complaint issue. A review of service history for the architect i2000sr, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(4) was identified.

Event description:
The customer observed false nonreactive architect toxoplasma igm results on one patient. The results were provided: on (B)(6) initial toxoplasma igm result= 0.0 s/co (<0.83 s/co= nonreactive) / on (B)(6) 2020 repeated same specimen toxoplasma igm result=1.62 s/co (>=1.00 s/co= reactive) / repeated on another architect ((B)(4)) toxoplasma igm result=1.55 s/co (reactive). There was no impact to patient management reported.